Manufacturer narrative:
During an angioplasty, thrombectomy and stenting of the proximal anterior interventricular artery, a 6f .070 xb vista brite tip guiding catheter kinked in three areas in the right femoral artery and the right iliac artery. The catheter then broke leaving two foreign bodies in the right femoral artery. The two foreign bodies were retrieved with a "lasso catheter" via the left femoral artery. It was stated that "the incident extended the procedure in a difficult moment." It was reported that ¿the patient is fine¿. The intended procedure was angioplasty, thrombectomy and delivery of a drug-eluting stent during the acute phase of a myocardial infarction. The target lesion was the proximal anterior interventricular artery. There was severe tortuosity and significant stenosis of the right femoral and right iliac artery. It was stated the ¿the lead bent at 3 points at the level of the right femoral artery and the right iliac artery, then broke into 2 pieces (broken and not detached, no concept distance from the distal end)¿. Using a ¿lasso¿ approach via the left femoral artery and the aorta, all the pieces were retrieved. One non sterile unit of vista brite tip 6f .070 was received coiled inside a plastic bag, the catheter was found separated in two pieces at 14.2cm ID band distal end, also it was noted that the catheter tip appears to be cut with an unknown device (at 80.21cm from separation point )and it was not received for analysis. The sample exhibited a twisting characteristic at the separated ends and blood residues were found inside the lumen at the separation point on both segments of the catheter and on catheter body. The proximal section of catheter body presents a kink/bent condition at 3.8cm from ID band distal end. The distal section of catheter presents compressed sections of: 0.6cm, 0.7cm, 0.8cm, 0.5cm, 18.3, 5.3cm and 2.0cm each were found at 3.9cm, at 5.7cm, at 10.7cm, at 35.2cm, at 37.8cm, at 58.8cm and at 76.1cm from separation point as well as kink/bent condition was found at 70.8cm from separation point. No other issues were found. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the ¿separated¿ condition; the results are the following: ¿sem results showed that the received catheter experienced a twisting event prior to the separation also the catheter presented evidence of elongations. In addition, the exposed braid wires presented evidence of ductile dimples on the exposed braid wire. The distal tip was also analyzed and partial cutting and stretching / pulling events were found, also ductile dimples are present on the analyzed braid wire.¿ the catheter od and ID were measured near to kinked and compressed conditions and near to twisted and partially separated condition, and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. According to the sem analysis results partial cutting and stretching / pulling events were found, also ductile dimples are present on the analyzed braid wire were found at the catheter distal section, hence it was determinate that the distal section of the catheter was cut by an unknown tool, therefore this condition is not considered related to the manufacturing process. Controls are in place to verify the catheters for compress/flat, kinked conditions and damages on the guiding catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. The reported ¿catheter (body/shaft) - kinked/bent-in patient¿ and ¿catheter (body/shaft)-separated in patient¿ was confirmed via the analysis of the returned device. However the cause could not be conclusively determined. The analysis shows evidence of elongations and twisting that occurred prior to the separation suggesting that force was applied to the device. Analysis also revealed ductile dimples on the braid wire at the catheter distal section suggesting the catheter was cut with an unknown tool. Based on the information available for review, vessel characteristics (very tortuous and stenosed right femoral and right iliac artery) and procedural/handling factors (as evidenced by ductile dimples and elongations in the analysis) indicate that force may have been applied to the device and may have contributed to the difficulty experienced by the customer. Artery). Neither the product analysis nor DHR review results suggest this condition is related to the manufacturing process. Therefore no corrective action will be taken.

Manufacturer narrative:
Please note the follow-up #3 supplemental report transmitted (B)(6) 2014 was inadvertently sent without the additional information provided by the affiliate and with the incorrect alert date. The correct alert date is (B)(6) 2014 (date the additional information was provided by the affiliate). The additional information is as follows: the device separated in two in the patient during the procedure. It was stated, "the incident extended the procedure in a difficult moment."

Event description:
It was reported by the affiliate that during an acute heart attack handling, a 6f .070 xb vista brite tip guiding catheter kinked in three areas in the right femoral artery and the right iliac artery (very tortuous artery). The catheter then broke leaving two foreign bodies in the right femoral artery. The two foreign bodies were retrieved with a "lasso catheter" via the left femoral artery. The event resulted in a longer procedure: loss of time in handling the patient. The surgeon needed a new surgical approach. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during an acute heart attack handling, a 6f .070 xb vista brite tip guiding catheter kinked in three areas in the right femoral artery and the right iliac artery (very tortuous artery). The catheter then broke leaving two foreign bodies in the right femoral artery. The two foreign bodies were retrieved with a "lasso catheter" via the left femoral artery. The event resulted in a longer procedure: loss of time in handling the patient. The surgeon needed a new surgical approach. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15969621 revealed no anomalies during the manufacturing and inspection processes. The reported body/shaft kinked/bent in patient and separated in patient could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (very tortuous anatomy) and procedural factors may have contributed to the kinking and ultimately separation of the device. The DHR does not suggest that the reported issue could be related to the design and manufacturing process of the device; therefore no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Addendum ((B)(6) 2014): additional information was provided by the affiliate. It was stated, ¿the lead bent at 3 points at the level of the right femoral artery and the right iliac artery (severe tortuosity, significant stenosis), then broke into 2 pieces (broken and not "detached", no concept distance from the distal end)" leaving a foreign body in the right femoral artery and the aorta." All pieces were extracted with lasso via the left femoral approach. The device was used for angioplasty (thrombectomy and delivery of a drug-eluting stent) in the middle and proximal anterior interventricular artery. It was stated, "the patient is fine, but this incident involved a double track first, and was a waste of time, so lucky, to the acute phase of a myocardial infarction.¿

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.